Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a retrieved knee implant system, including the tibial baseplate, femoral component, and polyethylene insert. The tibial component appears to be coated with biological material and debris, consistent with signs of in vivo use. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by mmi. They state that the patient has a right total knee arthroplasty, with evidence of loosening of the tibial component. Lucency was observed along the tibial component¿bone interface, and a rounded lucency along the medial tibial plateau may indicate underlying osteolysis. A definitive root cause cannot be determined. Complaint is confirmed based on mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 21 months post implantation due to loosening. Attempts have been made, and no further information has been provided.